Manufacturer narrative:
Based on the info received and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidence by the breakaway washer being returned uncut but with an indentation around the entire circunference. It should be noted that to ensure the instrument has been fired through the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakage washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the test media and the breakaway washer. Manufacturing and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a rectum/decending colon procedure. It was reported by the affiliate that the device did not fire properly once it was engaged. There was no patient consequence.